Event description:
A consumer reported a possible high inaccurate result with family member's one touch ultra meter. Patient has a history of mental disability and seizure disorder, but of unknown etiology. On event date, patient had blood glucose of 417mg/dl on ot meter at 22:17. Pt took an unknown insulin dose based on meter reading. Pt later felt sick and retested getting a blood glucose of 62mg/dl on ot meter. Pt was given food to eat, after which pt felt better. No medical treatment was given and no medical intervention was required. Lifescan records show that pt owned 22 different lifescan meters over the past four years. Based on the available information, there is no evidence that the ot meter did not read accurately the patient's blood glucose level.